Manufacturer narrative:
(B)(6). Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the v-18 control wire confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion of 'cause not established'.

Event description:
It was reported the distal tip of the device detached and remains inside of the patient. A v-18 control wire was selected for a femoral popliteal bypass and angioplasty procedure to treat the patient. During the procedure, the distal tip of the v-18 control wire separated into two pieces and detached inside of the patient. The physician deemed not able to retrieve the device fragment inside of the patient's artery. The unretrieved device fragment remains inside of the patient.